Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Conducted incoming performance verification tests and visual inspection. Attached 100ml cassette, 50ml cassette, and standard admin set. Accuracy results: 21.4ml. Performance verification testing was not able to duplicate customer's complaint of "cassette error". No root cause determined, and no repairs needed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "cassette not attached" error. There was no patient involvement, and no patient harm/adverse event reported.